Event description:
The hospital reported a (refurbished) 7mm extended length endoscope used for an endoscopic vein harvesting procedure rods are coming out of the distal end. This incident was noticed in the spd department and not the operating room.

Manufacturer narrative:
Trackwise ID: (B)(4). He device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. Device not returned.

Manufacturer narrative:
Trackwise#: (B)(4). The device was not returned to maquet cardiac surgery for investigation, therefore no evaluation could be performed. It is not possible to confirm the reported complaint. A lot history search is not applicable because this is a reusable, OEM device. Due to the age of the device, a c of c is not readily available on-site.